Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: during investigation, a visual inspection of the returned battery cap showed that the battery cap threads were stripped and the top slot of the cap was damaged. The returned cap and a test cap were unable to be fully tightened to and are difficult to remove from the pump. Unrelated to the complaint, investigation revealed two cracks in the battery compartment and cracks between the case seal and the display lens corner. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.